Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results, generated by the synchron lx I 725 clinical system for one patient. The patient sample gave a myoglobin (myo) result of 52.7ng/ml, ckmb result of 5.2ng/ml and when tested for accutni, it gave a qns flag (insufficient volume of sample) and no value was obtained. The erroneous results were reported outside of the laboratory. This sample was then retested on a different instrument, upon which it gave a myo result of 121.9ng/ml, ckmb results of 8.8 and 9.3ng/ml and an accutni result of 0.11ng/ml. Corrected results were reported out. There was no effect to patient or user with regards to this event.

Manufacturer narrative:
Sample was drawn in a plastic , gel separator lithium heparin tube. Qc is run through the cta (closed tube accessing) but was not affected. However, no qc reports were provided. Field service engineer (fse) had visited a few days previously for this issue and had verified that the system was functioning appropriately. Fse visited after this incident and replaced the cta aliquot probe, performed alignments, and replaced the tubing and syringes. The system is performing acceptably now. Bci representative has requested return of the parts replaced for further investigation. A clear root cause for this event has not been determined to date, and a malfunction will be assumed for the purpose of this report.